Event description:
A high blood glucose level was reported by the customer, but the specific value was unknown and displayed as "high." The customer took corrective action by administering a correction injection via multiple daily injections (mdi) and was advised to consult a healthcare professional to discuss factors affecting blood glucose levels. Technical support instructed the customer to inspect the pump site and tubing, confirmed no issues such as leaks or blockages, and suggested replacing supplies and resuming insulin.